Event description:
It was reported by repair work order that the customer alleged that the zoom was not holding a charge. Upon inspection of the unit by the service technician, it was identified that the zoom drive slows and then stops working while the unit is in zoom mode.

Manufacturer narrative:
(B)(4) - zoom; load cell weldment.